Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that the device alerted for high out-of-range shock impedance on the right ventricular (rv) lead. Technical services discussed possible programming adjustments. The healthcare provider referred the patient to the following physician for next steps. No adverse effects were reported, and the rv lead remains in service.